Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument was being used, it would not register to apply the staples after several attempts so it was taken out and new one was opened, then with the new one after the staple load was applied, and stapler was shut, it would not reopen so another new stapler was opened. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a lung resection and the procedure was completed robotically. The clinical sales rep took the staplers. No photos or videos available for review. On 10/07/2024, intuitive surgical, inc. (Isi) received mw5159342 stating: when sureform stapler was being used it would not register to apply the staples after several attempts so it was taken out and new one was open then with the new one after the staple load was applied and stapler was shut it would not reopen so another new stapler was open.